Manufacturer narrative:
No manufacturing defects or nonconformances were observed in returned sample. The trend data for this complaint category was reviewed and no unusual trend has been identified. Trends will continue to be monitored. Consumer's patch test, when completed, indicated allergies to neomycin and bacitracin. The data does not reasonably suggest that the tampon was the cause of the reaction.

Event description:
Consumer reported: redness, swelling, itching, inner thigh, lasted for 3 days. Ref to hcp. Went to emergency room, and was prescribed bactrim, prednisone, benadryl. A med student reports allergic rxn/cons, states last month on or about 2004, a few days after menses began, she noted redness and swelling of upper thigh/self treated symptoms about 2-3 days duration before diagnosis and treatment with clindamycin for cellulitis. Consumer states symptoms abated in about a week with treatment. Consumer states this month similar symptoms began about the 2nd day of menses. Consumer uses about 4 tampons daily for about 4 days for each menses. Denies use of external sanitary protection. She has used ob exclusively last 2 menses. Never before had a problem. Has used tampons from this package for previous menses without incident. Reported that this month-swelling, itching and redness but much greater than last month - swelling, so great consumer states she was unable to walk. This month included both upper thighs and labia. She is healthy and takes oral contraceptives and dostinex concomitantly. Denies any fever, gi or other systemic symptoms. Consumer's most recent episode-treatment with prednisone and bactrim and is currently undergoing patch testing. Consumer calling to inquire about ingredients used in both product and manufacture of prod. Specifically wants to know what dyes are used in string and is bleach used in manufacturing process, etc/will forward cons inquiry to med affairs. Med services to call cons back with response. Consumer agreeable to returning prod and prod pkg. Med services called consumer. Asked cons to call med services for further information on product ingredients.